Event description:
Pt was revised to address pain, loosening of the tibial tray.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it had been completed.